Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report "in passing that their friend was not able to get confirmation of a rupture with an imaging report until they got an MRI". This record is for unknown side. The device status is unknown.